Event description:
The lead was explanted on (B)(6)2011. Due to lead conductor fracture. The procedure took place at houston va medical center. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).